Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and analysis revealed the helix was disengaged from the helical channel. The inner tubing was kinked/buckled, there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself.

Event description:
It was reported that during the implant attempt, the lead exhibited high thresholds, oversensing, and high impedances. Following an unsuccessful attempt to reposition, the lead was removed and it was found that the helix would no longer extend or retract. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.